Manufacturer narrative:
No additional information was provided by the reporter or the user facility. The lot number for the device is still unknown. We were able to evaluate a sample of devices from lots in stock. All devices were found to be in conformance with all specifications including dimensions, hardness, and sharpness. To further our investigation, samples from other lots were returned to our supplier for additional investigation. Our supplier also concluded that the returned devices are in conformance with all specifications. Based on this information, this can been seen as the final report. If additional information is received that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted. There has been a total of (B)(4) boxes of 10 (44,640 blades) sold of all lots with 5 complaints (12 blades) recorded for similar occurrences. (B)(4).

Manufacturer narrative:
There is limited information provided by the user facility for this complaint. We are unaware of the event date and the lot number of the device. Additional questions have been asked, however information has not been provided yet. (B)(4). A follow up report will be submitted once we have received additional information.

Event description:
The tip of the karlin blade broke off during a procedure.